Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoeye flex deflectable videoscope displayed error code e226. The issue occurred during preparation for use for a therapeutic surgery. The surgery was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d4, d8, h3, h6. The device was returned to olympus for evaluation and event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to water or moisture intrusion into the endoscope, and moister may have caused the image sensor unit to break. However, a definite root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for use: "instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor the field performance of this device.